Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) arterial waveform not reading correctly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate any irregularities with regard to the arterial waveform. All front end board checks passed including both blood pressure gain & external monitor blood pressure gain. The fse completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a